Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a lvp8100 did not communicate with pcu. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to re-flash os software on the pump and step through flash process with him. But it failed to flash the software. I recommended (B)(6) to send unit in for flat fee level 1 repair (B)(6) transferred (B)(6) to com for rga number. (B)(6) will send the unit in for service.